Event description:
It was reported that the ambulance was parked on a steep incline and the operators did not stabilize the cot, causing it to tip over with a pt onboard. The pt reportedly sustained superficial lacerations.

Manufacturer narrative:
Na